Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event. No product is returned and no imaging is provided. According to the description of event, a cat scan demonstrated two fractured legs; one perforation of the small intestine and one perforating the aorta. Furthermore, the doctor "also advised against removing the cook celect vena cava filter, because an operation to remove the filter would be major surgery with little chance of normal recovery and could kill him or leave him severely disabled". Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported fracture, perforation, and difficult filter retrieval. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. On or about (B)(6) 2016, [pt] scheduled an appointment with his family doctor, to discuss removing the cook celect vena cava filter, and a cat scan was ordered. When [pt] returned for the results of the cat scan, he was advised that one leg of the cook celect vena cava filter had broken off, penetrated out the vein and into his small intestine, while a second leg had broken off and penetrated into his aorta. [Pt] was terrified by the news; he did not know if coughing, sneezing, a blow to my chest or an air bag inflating might be enough to cause the filter arm to rip loose and cause him to bleed to death. On or about (B)(6) 2016, [pt] met with, a vascular surgeon, who advised him that the condition was serious, but not life-threatening, also advised against removing the cook celect vena cava filter, because an operation to remove the filter would be major surgery with little chance of normal recovery and could kill him or leave him severely disabled". Patient outcome: alleged that [pt] has suffered "personal injuries, emotional distress, pain, suffering, loss of quality and enjoyment of life, and loss of life expectancy".